Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system delivered inappropriate electrical shocks due to oversensing. Troubleshooting options were discussed and recommended. The plan is to replace the s-ICD system. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.